Event description:
New information received noted that device was explanted and replaced with a competitor's device on an unknown date. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up on (B)(6) 2021 with a premature elective replacement indicator (eri) from their implantable pacemaker. Further investigation on (B)(6) 2021 found that the eri was false. The status was reset and cleared. On (B)(6) 2021, the device reached eri again. A replacement procedure was discussed with a healthcare provider. Patient was stable after the event.